Event description:
Patient undergoing a peripheral angiogram of the lower extremities. The decision was to approach the contralateral side to intervene on an area of the superior femoral artery (sfa). Upon removing the glidecath, the physician noticed that only part of the catheter came out. He then used fluoroscopy and noticed that the distal third of the catheter was still in the patient. He decided to immediately snare the remaining catheter piece and was able to remove the broken piece with great success. Patient had no discomfort throughout the procedure and was discharged home. Patient and wife aware of the breakage and removal of the broken catheter.====================== manufacturer response for angio catheter, glidecath======================called the local rep.